Event description:
During the procedure, the physician found the guidewire was kinking. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one, guide wire assembly and a catheter for analysis. No definite signs of use were observed. Visual analysis revealed that the guide wire was kinked towards the distal end. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were spherical and intact. The kink on the guide wire measured 40mm from the distal weld. The guide wire total length measured 604mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured .790mm , which is within the specification limits of .788m-.826mm per the guide wire product drawing. The guide wire was inserted through the returned catheter. Little to no resistance was observed as the guide wire passed completely through the extrusion. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A manual tug test confirmed that the distal and proximal welds were secure and intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the guide wire was kinked towards the distal end. Despite the damage, the guide wire met all relevant dimensional and functional requirements, and a device history record review was performed based on sales history with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.1.- brand name corrected to arrow cvc set: 2-lumen 7 fr x 16 cm section d.4.-catalog # corrected to cs-22702-e.

Event description:
During the procedure, the physician found the guidewire was kinking. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.